Event description:
The customer reported a motor error alarm that she cannot clear. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was not exposed to high magnetic fields. Conducted the displacement test, and the unit failed the test. The customer declined to receive a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.